Event description:
The reporter stated an aq2003v silicone three piece lens was torn while being loaded into the cartridge, but was not noticed until after the lens was inserted. The incision was enlarged to remove the lens and sutures were required to close the incision.

Manufacturer narrative:
Results - visual inspection of the returned product found a piece of the lens optic and one haptic torn off. The haptic was stuck in the returned cartridge. There was no visible damage to the cartridge. There was evidence of clear surgical residue and reddish residue. It should be noted that the injector was not returned for evaluation.